Event description:
The product wsa shipped with a label over the original expiration date. The original expiration date on packaging is 12/96. Label over original date is 7/7/97. Rptr contacted co to get expiration date clarified and after 2 attempts at communication have received no feed-back.